Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the stent delivery device has been disposed of at the user facility, and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified interventional procedure, a stent migration occurred. The lesion being treated was located in the internal carotid artery. The 10 x 24mm carotid wall stent migrated during the procedure "so another one was added on it". It is unk how the procedure was completed. No further complications were reported. The pt's condition was reported as "good". Additional info has been requested.